Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: right mentor smooth round moderate plus profile 550cc saline breast implant. Lot number 6007536, catalog number 3502550. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an unknown procedure with mentor smooth round moderate plus profile 600cc saline breast implants which the left side deflated after implantation. As a result patient underwent bilateral removal and replacement as follow: left replaced with catalog number 3506004bc, serial number (B)(4), and right replaced with 3506004bc, serial number (B)(4) on (B)(6) 2018.

Manufacturer narrative:
On 7/24/2018, mentor received additional information regarding this event. The patient was of asian ethnicity. This was her primary breast augmentation, and it was performed in 2008, instead of 2007 as originally reported. No trauma was noted prior to the deflation, and the patient recovered fully post-procedure. Additionally, the patient experienced grade ii-iii capsular contracture bilaterally. The patient¿s right-sided device is reported separately under the same manufacturer¿s reference number (see report # 1645337-2018-04935). Device evaluation summary: the device was returned to mentor without fluid inside. White/yellow material was observed within the device, and white/brown material was observed on the shell surface. During visual examination of the device, the product evaluation team (pe) observed creases on both the anterior and posterior aspects. A rent was discovered within a crease on the posterior view measuring less than 0.1 cm. No other anomalies were found. Mentor performs 100% inspection and testing of all devices prior to release. As a result, pe concluded that the rent and creases occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent was found on the device. However, at this point, it is not possible to determine the root cause of such damage, nor the origin of the white, yellow and brown material observed. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the failures modes are related to the manufacturing process or product design. The findings are consistent with a crease/fold failure, which is a known inherent risk associated with the use of saline-filled mammary prostheses, and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket, and folding or wrinkling of the shell in the breast pocket. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices as referenced in our current product insert data sheet. With the information provided, pe has also concluded that the capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is also a known complication associated with these devices, and is similarly referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).